Event description:
During the procedure, the physician noticed that the medtronic mustang coronary guide wire deformed within the vessel lumen. Because of this the mustang guide wire was removed from the pt. Product eval revealed that the core wire had been fractured. Although no pt complications or injuries were reported during this procedure, it has been determined that core wire fractures may cause an adverse event if it were to recur.